Manufacturer narrative:
There was no unexpected scrolling of numbers. The unit had an intermittent button response on the up arrow button due to a corroded keypad. The unit had a cracked lcd window, a cracked case at the lcd window corners, a broken reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot, and a missing end cap sticker.(B)(4)

Event description:
The customer called in to report a keypad anomaly. The customer's blood glucose level was 94 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.